Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4).. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK a complaints database review revealed previous device contamination complaints submitted by this hospital. Results are related to pre-disinfection device water samples. Accorind to information, device is cleaned and mantained per IFU, other devices/surfaces are tested, no reusable blacked is used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by aerobic colony count > 3.0 x 10² cfu in 1ml detected during routine testing. There is no patient involvement.

Manufacturer narrative:
Based on collected evidence, no deviation from IFU's that may have led/contributed to the reported contamination was observed. The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.